Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The requested data logs have been received and the investigation is in process. The customer stated that the measurement cartridge has been replaced. The cause of this event is unknown.

Event description:
The customer reported discrepant potassium results for four patients on the rp 500. There is no report of injury due to this event.

Manufacturer narrative:
Siemens evaluated the data files provided by the customer. Based on the available data, for the samples with available results for both the original and repeat analysis, there were no apparent sensor or system errors around the times of analysis. The performance of the k+ sensor was stable. Due to the fact there are no sensor or system errors around the time of the suspect results, the elevated k+ results are most likely due to pre-analytical factors such as hemolysis.